Event description:
This device was returned with no information. A competitor was able to confirm this patient received one of their systems. The following physician's office has no information regarding this explant as the patient has not been seen since 2010. The reason for removal is unknown. There are no known complaints associated with the functionality of this device. Should additional information become available, this file will be updated.

Manufacturer narrative:
The analysis of the lead demonstrated a damaged insulation at a distance of some 19 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Further damages occurred most likely during the explant procedure. The analysis did not reveal any sign of a material or manufacturing problem.